Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine was not booting up properly. It was also noted that when the machine powers on, it stops at 1% and beeps. The biomed used a motherboard and function board from another machine as a replacement. Upon follow up, the biomed stated that they replaced the motherboard due to corrosion and replaced the function board because it had shorted. This resolved the issue and the machine was returned to service without issue and without reoccurrence of the event. There was no patient involvement. The motherboard and function board were discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.